Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the station screen was blacked out. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI) and section d medical device catalog. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was found to be completely powered down. Initial inspection suggested that one of the drawers might be causing a current abnormality. A field service engineer isolated all drawers, and drawer 2.2 on the main unit was identified as the source of the issue. The device was accessed through the hardware diagnostic application (hda), and tests were run. The customer was able to recover the affected storage space and, confirming that the repair was effective. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary, the station screen was blacked out. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.